Manufacturer narrative:
A review of (B)(4) complaints for the last 24 months did not indicate any additional similar reports for this facility. A review of service requests (sr) for the last 24 months did not indicate any additional similar reports for this system. Per the sr, a technical services representative provided phone support and was able to locate system messages (sm) 254 and sm 271. It was noted that the unit worked fine and that the customer will confirm and call back if they need to request service. The occurrence of sm 254 may be due to a loosened tip on the handpiece caused by troubleshooting activities by the biomed. Sm 254 will be displayed if there is a loose tip detected during the tuning portion of the handpiece, which is a verification that the system requires to pass before phaco usage. The fact that no further service was requested from the biomed indicates that this was quickly resolved as the system would have been unusable if the sm remained. The observed sm 271 in the system's event log is also unrelated to the reported event of "no phaco" as it is a notification to the user that 2 handpieces have been connected at the same time, which the system does not allow. Furthermore, the customer later stated that the reported event was attributed to user error due to a new employee. With the information obtained, the reported event was not replicated, and there is no evidence that a system nonconformity contributed to the reported event. Per the customer, the most likely root cause of the reported no phaco is attributed to user error from a new employee. (B)(4).

Event description:
A biomedical engineer reported that two phacoemulsification handpieces did not have power. Additional information was received indicating that this event occurred during a procedure and that an alternate system was brought in and used to complete the procedure with no impact to the patient. The engineer stated that there was a new employee operating the system and suspects that this event was due to user error.